Event description:
It was reported that noise reproducible with isometric testing was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were explanted and replaced. The patient had a follow up appointment in clinic and was doing very well.

Manufacturer narrative:
Section e: (B)(6) is a third-party provider. The patient's facility/provider is (B)(6).